Event description:
It was reported that a user paused the ilet pump while glucose was in range, experienced subsequent hyperglycemia up to 381 mg/dl after unpausing, and later experienced hypoglycemia to 55 mg/dl after the system delivered correction; the user treated the low with oral glucose and subsequently performed a factory reset with assistance, then set up the pump again. Symptoms included confusion and hunger during the hypoglycemic episode, with no reported symptoms during hyperglycemia. Outcomes included resolution of the low after oral glucose, completion of troubleshooting and education, and no alerts or alarms reported. Investigation included customer care troubleshooting, education on use, and guidance through a factory reset and device setup. Investigation of this case revealed that the cause of the hyperglycemia and hypoglycemia was unclear. It was concluded that the event involved hyperglycemia and subsequent hypoglycemia of unclear cause without device alarms and with successful post-event device setup and user education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.